Event description:
It was reported that this right ventricular (rv) lead insulation was damaged during a pacemaker replacement. This rv lead was repaired and remains in service. The physician decided to upgrade to cardiac resynchronization therapy pacemaker (crt-p) due to rv lead insulation damage. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead insulation was damaged during a pacemaker replacement. This rv lead was repaired and remains in service. The physician decided to upgrade to cardiac resynchronization therapy pacemaker (crt-p) due to rv lead insulation damage. No adverse patient effects were reported.